Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the device was in backup vvi mode. The patient was asymptomatic. The patient was brought into the clinic for further troubleshooting and, the device was reprogrammed successfully.